Manufacturer narrative:
Report source: supply chain manager. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a needless connector was attached to the port of a patient with acute lymphocytic leukemia to obtain labs with a 10ml syringe. When the syringe was disconnected, the stopper did not pop back up as it normally would. No leakage was noted. The needless connector was replaced. The stopper of the new connector was pushed back and returned to normal position on its own. IV fluids were then attached. Later, a call was received from the infusion center stating that when the fluids were unhooked, the blue cap stayed depressed and would not return to normal position. When the connector did return to its normal position, it sprayed several drops of blood on the caregiver's glove and workspace. There was no patient harm.